Event description:
The patient's mother reported that the patient visited the south nuremberg hospital with hyperglycemia. The patient's blood glucose levels rose above 400 mg/dl while wearing the pod between 25 and 36 hours. The pod was removed at the emergency room (ER) and the medical staff applied a new pod. The patient's mother reported being unsure if the cannula was properly inserted in the infusion site (abdomen) and did not appear to have inserted deep enough into the skin. The patient was placed under observation and was released after two hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.